Event description:
Gamma nail lag screw cut out (nail/screw removed). New nail with shorter lag screw implanted. Shorter lag screw later removed in same surgery. Nail left in place.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Evaluation summary: in this case no items were returned. A physical examination was not possible. Manufacturing documents revealed no deviation. The review of the risk analysis revealed that lag screw migration (cut-out / back-out) had been considered. The occurrence threshold was not exceeded. Available x-ray led to the conclusion that an insufficient placed set screw may have led to the event of lag screw migration. Additionally, the patient¿s condition (femur neck rotation) contributed to the event. A discrepancy of the product(s) was not verified by manufacturing documents or on x-ray.

Event description:
Gamma nail lag screw cut out (nail/screw removed). New nail with shorter lag screw implanted. Shorter lag screw later removed in same surgery. Nail left in place.